Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a slightly loose drive support disk, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported by the customer's mother, that every time the customer attempts to prime the insulin pump it sprays insulin. Unable to troubleshoot at the time. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.